Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system batteries were evaluated and determined to require replacement. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system exhibited 'precharge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.